Manufacturer narrative:
A search for non-conformances associated with the reported part/lot number combination did not reveal any production-related issues relevant to the complaint that occurred during manufacturing of the device. The device has not yet been returned to the manufacturer for analysis. The instructions for use (IFU) identifies premature coil detachment as a potential complication associated with use of the device.

Event description:
It was reported that during a peripheral coil embolization procedure, the embolization coil detached in the catheter. There was no reported patient injury, or additional intervention. The patient's current condition is reported to be "stable."